Event description:
It was reported that a high drain 104 alarm occurred on a homechoice (hc) machine during drain two. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the therapy log. The hp had no symptoms. The tsr arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A short simulated therapy was performed successfully using the device. All pressures of the device were found to be correct and stable. An internal inspection was performed and found no issues. The reported difficulty was confirmed through an event history log review. The cause was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. There is also a contributing cause of a false empty detect and use error with the initial drain alarm setting inappropriately programmed. The patient ended the previous therapy during dwell with a patient volume of 2200 ml. The patient did not adjust their initial drain alarm setting to take into account this additional fluid. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ?setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.